Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.0/+2.0/087 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to pigment dispersion and ac inflammation with cme. Reportedly the problem is resolved.

Manufacturer narrative:
B5-additional information: the patient was treated with oral and topical steroids. No infection occurred and the cause of the event is unknown. Claim# (B)(4).